Manufacturer narrative:
Continuation of d10: product ID neu_unknown (serial: unknown); product type: 0217-unknown; implant date n/a; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the patient was undergoing a device replacement. When attempting to transfer the settings, they received a message indicating that this was not possible. An impedance and connectivity test were conducted with the new implant, but failed. The impedance measurement worked when they switched back to the old neurostimulator. They disconnected and reconnected the extension several times, but the impedances continued to vary. The new implant was put into the pocket and an impedance test was performed again but still failed. Because the impedance measurements with the percept rc continued to fail, and since they cannot explain why the neurostimulator had already been activated and why establishing the connection was difficult, they ultimately decided to replace the neurostimulator. They would like to return the device.